Manufacturer narrative:
The preliminary analysis of the returned device did not reveal any anomalies.

Event description:
The subject pacemaker was implanted as a replacement on (B)(6) 2019. After the procedure, an issue was observed on the already implanted ventricular lead.therefore, a re-intervention was performed on (B)(6) 2019, to replace the ventricular lead. However, the new lead could reportedly not be connected to the subject pacemaker, as it was impossible to fully insert it into the connector port. The subject pacemaker was replaced.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200327 - file-2019-04429 - analysis_and_closure_report_resp-2020-00391.pdf].

Event description:
The subject pacemaker was implanted as a replacement on (B)(6) 2019. After the procedure, an issue was observed on the already implanted ventricular lead.therefore, a re-intervention was performed on (B)(6) 2019, to replace the ventricular lead. However, the new lead could reportedly not be connected to the subject pacemaker, as it was impossible to fully insert it into the connector port. The subject pacemaker was replaced.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted as a replacement on (B)(6) 2019. After the procedure, an issue was observed on the already implanted ventricular lead. Therefore, a re-intervention was performed on (B)(6) 2019, to replace the ventricular lead. However, the new lead could reportedly not be connected to the subject pacemaker, as it was impossible to fully insert it into the connector port. The subject pacemaker was replaced.